Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they had not contacted their hcp. They noted that the effect of the fall on the device was not determined. They noted that it was turned off when they looked at monitoring. When asked what steps were taken to resolve the issue they stated that they wanted to heal their fractured vertebra before they went back to the doctor. They noted that it would heal soon. This had not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  their device  not been working for them since they sustained a fall where they landed right on their stimulator. Patient stated that after they fell  they believe that the device turned itself off when they landed on it. The patient stated that they found out their stimulation was turned off a week after the fall because they checked their implant and it was turned off. The patient reported that they don't want to try to turn on their stimulation until their vertebrae have healed, and they are consulting with their urologist this thursday in regard to the issue. The patient said they needed to have an MRI on friday and wanted to know if they needed to do anything. Patient services reviewed MRI mode with the patient. The patient was redirected to their healthcare provider to further address the issue.